Event description:
It was reported that a pump motor stall and recovery occurred. The length of the stall was not reported. The health care provider used a magnet while performing telemetry. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.